Manufacturer narrative:
Concomitant medical products: atenolol 25 mg daily, prolia injection every six months for 3 years now, juvéderm® volift® with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 3 cc juvéderm® voluma® with lidocaine and 1 cc juvéderm® volift® with lidocaine. A month later, patient developed firm nodule on right cheek with slight pain. Patient further experienced infection and recurrent swelling/lumps appearing in different areas. Patient has been treated 3x with hyalase (1500u with 5mls 1% lignocaine) to right cheek and the additional 5days of keflex 500mg qid. It was noted there was no permanent damage. Lumps has been resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03097 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm voluma® with lidocaine.